Manufacturer narrative:
The device was received and evaluated by depuy synthes power tools. The reported condition of heating was confirmed. During service the device failed the temperature test. If additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from (B)(6) stating that service was required for the device. During service it was noted that the device was heating. The device was not being used in surgery. No injury or medical intervention were reported. There was no additional information provided.